Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy when the pod was activated but then deployed after removing it from the skin; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause the pod to deploy late. Inspection of the bottom housing an environmental seal found no damages or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The pod generated an 0x18 safety alarm indicating pod has reached empty reservoir. The needle mechanism was reset and redeployed successfully using the lock n load fixture. It could not be determined when the needle deployed. The cause of the reported needle deployed late event could not be determined.